Event description:
A customer contacted baxter's technical service center reporting that a supply bag fell and disconnected during priming on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) the hp to cycle power off/on to the hc machine and then assisted the hp to start over with all new supplies. The hc device was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to the supply bag falling and disconnecting. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.